Event description:
The pump was returned for investigation. Investigation revealed that the display was screen was faded, discolored and difficult to read. There was evidence of moisture contamination found inside the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was faded, discolored and difficult to read. A test display was inserted for investigation and was found to function appropriately with no visible signs of fading or discoloration. The pump case was removed and there was evidence of moisture contamination found inside the pump. (B)(6).